Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that steadily increasing and high thresholds and steading increasing and high impedance coinciding with thresholds, were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.